Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and gastrointestinal/pelvic floor. It was reported that they had one of the early models put in probably 7 years ago and it kept buzzing and became very uncomfortable. The patient wore it for a year and a half with it on and it was constant buzzing and no one told them it was not supposed to be buzzing. The patient eventually turned it off, after 1.5 years they couldn't take it anymore and turned everything off and let it go. Doctor talked to patient into coming in and getting it exchanged and they had to do some talking because after wearing it for 1. 5 years it was shaking and hurting inside and patient didn't want to do anything else. The patient then added the one they just got in a month or so ago is working perfectly and they don't have the buzzing or shaking inside and it's comfortable. The patient was surprised that it wasn't buzzing and shaking their insides. Agent documented reported event. No further action was taken by patient services (ps).